Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
When driving to trajectory, the following error message appeared: "a difference in the expected and the actual robot position has been detected. The device will shut down." This event occurred at approximately 12:53pm, with no apparent cause. This was the final seeg implant (of 9 trajectories), and the patient was already asleep. Cst was present, 5 minute delay, no clinical consequences.

Manufacturer narrative:
It was reported that an error message appeared while driving to trajectory followed by a shutdown. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the shutdown occurred after detecting an incorrect robot positioning. The root cause of this event is a known design defect.